Event description:
Internal fire in device that melted through the casing of oxygen concentrator. Smoke filled the room.

Manufacturer narrative:
Device is in the process of being returned from the (B)(6).